Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 6242867. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, label information missing (expiration date) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6242867. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. As no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the expiration date was missing on several boxes of bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: (3 of 4 complaints). It was reported that the pharmacy found several boxes without expiration dates printed on the box.